Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not charge properly) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes in addition, liquid contamination was found on the battery board. The cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the inability to charge properly cannot be isolated between the bga failures and liquid contamination. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging properly.